Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the customer reported that the ground pad was not recognized due to error m-02 on the erbe generator. The customer received phone assistance from the technical support engineer (tse). The tse advised the customer to remove the ground pad and reboot the erbe generator. The customer tried this but the problem persisted without a ground pad. The tse explained that the erbe generator might be the defect, so they recommended using the external energy device alternatively. The customer accepted and they will consult with the surgeon. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. Covidien¿s generator was used to resolve the reported issue. The procedure was completed robotically with original configuration. There was no reported injury to the patient.

Manufacturer narrative:
The erbe generator was evaluated by the intuitive surgical, inc. (Isi) failure analysis (fa) team. The reported failure could not be reproduced; however, error m-02 was confirmed in the error log. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel was not cracked. The unit is in a good condition.

Event description:
Refer to h10/h11 for follow-up information.